Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the device system implant procedure, it was noted that the patient's main blood vessels were relatively thick. The left ventricular (lv) lead was repeatedly inserted from the main vessels into the branch vessels to attempt fixation and test parameters. Parameter testing showed high thresholds and some vessels exhibited diaphragmatic stimulation. After repeated attempts, parameters within normal limits were obtained. However, during the sheath withdrawal process, the lead dislodged. Repeated attempts to fix the lead in the same vessel failed. Due to the patient's poor cardiac function, lower blood pressure, and prolonged procedure time, the physician decided to use a different lead. The left bundle branch (lbb) lead was attempted. The lead was screwed in multiple times but failed to capture the left bundle branch. Repeated pulling and removal of the lead caused deformation and elongation of the lead helix. The physician decided to replaced the lbb lead. Additionally, it was noted that after the device implant procedure, the patient was unable to be removed from the ventilator and had no spontaneous breathing. No further patient complications have been reported as a result of this event.